Manufacturer narrative:
Additional information: similar product to 190-000. Investigation summary: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m178905 with internal positive quality control samples and negative quality control swabs. The lot met release specifications. Additionally, the retain kits were tested with abbott diagnostics scarborough's limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. The customer's complaint was not replicated. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting) for lot m178905 based on the total quantity of devices manufactured for distribution is (B)(4). In conclusion, the retention testing yielded expected results when testing internal qc samples. The manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. The product will continue to be monitored and tracked.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed on a direct tested kitted nasal swab throat sample on (B)(6) 2022. The patient was admitted to intensive covid-19 isolation ward as a result of the positive ID now results. Confirmation pcr testing was performed (B)(6) 2022 which generated a negative result (platform and sample type unknown). The customer reported that the patient had been found by their spouse lying on the ground next to their bed, showing signs of "hemiparesis left side"; the evening before patient had been well. After neurological analysis, patient was diagnosed with slight right hemisphere media syndrome. The customer reported that due to an unclear timeframe no thrombolysis was recommended. The patient was reported to be in the neurology ward since (B)(6) 2022 and further pcr tests (dates unknown) have generated negative results.